Manufacturer narrative:
Concomitant medical products: product ID 3031a, serial# (B)(4), implanted: (B)(6) 2004, product type: programmer, patient. Product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID 3889-28, lot# j0349320v, implanted: (B)(6) 2003, product type: lead. (B)(4).

Event description:
The patient reported that their lead became disconnected "at the base where the thing clicks in" and the lead replacement procedure was performed on (B)(6) 2005. There was no symptom reported as related to this event. The patient diagnoses were: urinary dysfunction/sacral nerve stimulation. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.